Event description:
System six power drill, during the procedure, the trigger portion of the drill used for the case, came apart and fell off the drill onto the sterile field. While the actual core power driver is maintained by one company the hand pieces with the drill bit are not covered or handled by us under our contract as they are considered consumables/accessories. These are handled for the department directly by stryker.